Manufacturer narrative:
Corrected information: upon further review of the file it was noted that the codes provided below were inadvertently included in the initial MDR submitted on 27 jun 2024 under MFR report number 3012236936-2024-0001664. This filing is to correct the original report by removing the following codes as they are not related to the suspect device: section h6 health effect - clinical code: 1932 - inflammation. Section h6 health effect - impact code: 4644 - medication required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient started to complain about blurry vision in the left eye one month after receiving the tecnis synergy intraocular lens (iol) implant. According to the surgeon, the complaint was related to dry eye syndrome and meibomian gland disease (mgd) that the patient developed. Mgd was treated for six months. The six-month therapy consisted of corticosteroid drops, artificial tears, lubricants, mgd expression and thermal therapy, ocular hygiene, and tetracycline ointment. The visual acuity was 20/15 for uncorrected visual acuity (ucva) and best corrected visual acuity (bscva). The osmolarity was 298 mosm/l (328 mosm/l) for the left eye. The tear breakup time (tbut) was greater than 16 seconds, and the schirmer test result was 25 mm. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - if explanted, give date: n/a, device remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.